Event description:
Complications developed with the cannulation of a markedly obese male. The cannulas are not diametrics medical product, however, the paratrend 7 sensor is inserted through the cannula. In the users opinion, the hole in the cannula coupled with the severe angulation of the insertion created an obstacle, preventing the smooth withdrawal of the sensor. This was confirmed by the users visual inspection showing the sensor tip had been frayed by being trapped in a rent in the cannula.